Manufacturer narrative:
Zimmer biomet complaint number is (B)(4).

Event description:
Doctor reports fractured abutment screw (iuniht). No adverse event was reported as a result of the malfunction reported. Tooth location is # 20.

Event description:
Doctor reports fractured abutment screw (uniht). No adverse event was reported as a result of the malfunction reported. Tooth location is # 20.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. A visual inspection revealed wear around the threads and the hex feature was stripped. There was no sign of a fracture. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The reported event of fracture was unconfirmed. However, a device malfunction of damaged hex was found. A root cause cannot be determined.